Event description:
It was reported the patient died with cause of death noted to be "sudden cardiac death due to hypertensive cardiovascular disease complicating paroxysmal atrial fibrillation, bradycardia, myotonic dystrophy and sleep apnea." Follow up with physician reported the patient had suffered a trip/fall in residence and had right ankle fracture. Was transported to the hospital and found dead in bed one day after admission. Unknown when last seen in the device/cardiology clinic. Patient was pacemaker dependent. Autopsy was performed but a report was not provided. Physician reported the death was not related to the device or lead system.

Event description:
Asku

Manufacturer narrative:
Asku

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors stretched, proximal conductor blood/body fluid (not obstructed), inner insulation pulled apart (overstress), all insulation torn, outer insulation cosmetic depression, lead stretched, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, distal and proximal conductor blood/body fluid (not obstructed), inner insulation separation, outer insulation cosmetic esc, lead stretched, apparent explant damage. Proximal segment returned and analyzed.

Event description:
Asku

Event description:
It was reported the patient died with cause of death noted to be "sudden cardiac death due to hypertensive cardiovascular disease complicating paroxsysmal atrial fibrillation, bradycardia, myotonic dystrophy and sleep apnea." There is no allegation from a health care professional that the death was device related. Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.